Event description:
It was reported that during a cholecystectomy procedure that the clip ejected at the middle of the operation. Another like device was used. There was no pt consequence.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.